Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer's blood glucose (bg) was high (300-518 mg/dl). High bg was due to consuming food/drink or being disconnected from the pump for a shower and the correction bolus did not seem to be enough to lower the bg. Insulin injections were administered by the contact as the customer was too young to do so. The contact requested assistance with adjusting the pump maximum bolus setting from 7 units to 10 units. The contact was satisfied with the pump settings.